Event description:
It was reported that pump screen was broken, making touchscreen unresponsive and unreadable, although pump powered on, charged, and was recognized by computer. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return for evaluation, and distributor documented replacement pump serial number, but no additional information was received regarding the outcome of the event.